Manufacturer narrative:
The insulin pump buttons all functioned properly. The device was monitored in the oven for several hours and no button error alarm noted. However, found moisture damage on the keypad traces noted.

Event description:
The customer's parent reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 58 mg/dl. Troubleshooting was performed. The device was returned for analysis.